Event description:
It was reported that the head of two radix anker posts separated in two different cases. No further information is available as of this report, though there is no indication that either patient was injured.